Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had stoppers pop out of the tubes. The following information was provided by the initial reporter: "the yellow stopper tubes with gel are presenting problems at the time of sealing the tube, due to the fact that the stopper pops off and loses the vacuum. ".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop off, bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. CAPA 1875009 fhas been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had stoppers pop out of the tubes. The following information was provided by the initial reporter: "the yellow stopper tubes with gel are presenting problems at the time of sealing the tube, due to the fact that the stopper pops off and loses the vacuum."